Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical investigation concluded no relevant clinical information was provided to perform a thorough investigation. Per report, all of the pieces were retrieved with graspers. It is unknown if there was an available backup device or a significant delay during the procedure. Since there were no other complications reported and the patient condition has been reported as healthy, no further assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery the drill bit broke in the patient while drilling. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.